Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e232401 captures the reportable event of fecal incontinence. Imdrf patient code e1034 captures the reportable event of fecal urgency.

Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, had experienced increased bowel movements and rectal pain with bleeding multiple times a day. The patient reported that he lose control of his bowels and sometimes is not being able to hold them. The patient was evaluated by a gastroenterologist, that confirmed a rectal wall infiltration of the hydrogel. The patient's symptoms were report as ongoing.